Manufacturer narrative:
The field service representative replaced the ultrasonic air sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor was intermittently alarming. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. The pst observed the abd to pass all testing successfully during the 24 hours it was ran. It was determined that the abd met specification. Per data log analysis: the complaint indicated that the issue occurred on (B)(6) 2022, but the log indicated that the system was not used on that date. The indication in the log was that the issue likely occurred on (B)(6) 2022. On that date the abd reported one air detected alarm when the air detection was turned on. There is no way to tell from the log if air was actually present. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.